Manufacturer narrative:
The reported event was ¿the lead bends and lost its original orientation¿ was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead noted the lead was bent / kinked in the middle region of the lead. The cause of the reported event was isolated to the damage noted in the middle region of the lead which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was bent. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.